Manufacturer narrative:
Film evaluation results are: the exact cause of the thrombus observed within the stent graft could not be determined from the films provided. A small amount of thrombus (1 ¿ 4mm thickness) was initially observed at the 5-month CT. Recent films confirmed significant thrombus (~6 - 11 mm thickness) along the majority length of the posterior inner wall of the stent graft. No stent graft kinks, compression, or fractures were observed, and no appreciable thrombus was seen distal to the stent graft. Angio¿s at implant and post-implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that blood flow disturbances from the pre-existing dissection, which was not covered distal to implanted the stent graft, may have contributed to the thrombus. This may also have been caused by a patient condition: poor distal runoff. Along the thoracic inner curvature the majority of the stent graft did not appear to be in contact with the inside thoracic wall, where the thoracic diameter was ~5cm. Contrast was seen outside the stent graft below the proximal bare spring and 1st covered stent. The exact cause is unclear. It is possible that this was caused by disease progression, thrombus, or an intramural hematoma. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic dissection. The dissection was the length of the entire descending thoracic aorta. It was reported that, approximately three years and five months post index procedure, a CT revealed that the tissue surrounding the proximal end of the stent graft had expanded and there was a loss of proximal seal. The stent graft was no longer touching the aortic wall and was situated in thrombus or an intramural hematoma. There was 50% occlusion due to thrombus in the valiant stent graft. The physician was not sure of the cause of the proximal dilatation or the cause of the thrombus formation in the graft. No endoleak was identified due to the loss of seal. No additional sequelae were reported and the patient is being monitored by their physician for possible intervention.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.